Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited deep cut in the probe unit reaching the pink probe coating and probe surface insulation failure due to probe surface damage. There was also foreign material observed on the knob wire. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the foreign material and scratch on the acoustic lens was unable to be identified. However, it¿s likely the foreign material remained in the device because reprocessing was not completed in accordance with the instructions for use. The following is included in the instructions for use: ¿chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures¿ olympus will continue to monitor field performance for this device.